Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative phrenic nerve stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.